Event description:
It was reported that the patient had intermittent episodes of increased spasticity. The healthcare provider (hcp) was thinking the catheter was intermittently kinking, possibly associated with the vertebral bodies of the spine pinching the catheter. There were no alarms or volume discrepancies, and no falls or injuries associated with the patient. The physician planned to schedule a catheter dye study; however, the date was still unknown. The patient status was alive no injury. The pump system was being used to infuse lioresal (baclofen). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial number (B)(4), implanted: (B)(6) 2013, product type: catheter ascenda intrathecal. (B)(4).